Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled pacemaker exchange. During interrogation, multiple recorded episodes of atrial fibrillation and atrial tachycardia were observed. Some of the episodes were real and some appeared to be noise. No changes to the pacing parameters were made at this time. The doctor elected to not replace the lead due to the patient's age. The device was successfully replaced, and the patient was stable. The clinic is aware and the patient is in observation mode at this time.